Manufacturer narrative:
Verbiage for h11: due to characterization limit e1: event site name: (B)(6) medical center. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that cardiosave intra aortic balloon pump was unable to turn on when batteries are replaced. No patient harm or injury.

Event description:
It was reported by the customer that the cardiosave intra aortic balloon pump (iabp) had an unable to turn on when batteries are replaced issue. There was no indication of potential harm or death.

Manufacturer narrative:
Updated fields: b4, b5, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. A getinge field service engineer (fse) was dispatched and discovered that the right-side battery was not charging and not showing a battery, and the unit did not respond even after swapping batteries. The failure was reproducible. The issue was resolved by replacing the battery power slot board (0997-00-1187) interface and the power management board (0670-00-1162). There was no indication of potential harm or death. All operational and safety checks were performed.